Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('uterine perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration, perforation and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case became incident. New events abdominal pain, general abnormal bleed, psych injury, migration, perforation and uti were added. . Patient demographic details added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device ¿ location: peritoneal cavity\left fallopian tube is not occluded.') And uterine perforation ('uterine perforation') in a 35-year-old female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back discomfort and dysuria. Previously administered products included for an unreported indication: cipro. Concurrent conditions included menstruation frequent, right lower quadrant pain, headache, irritable bowel syndrome and diarrhea. Concomitant products included omeprazole from (B)(6)2013 to (B)(6)2018 for gerd, dicycloverine (dicyclomine) from (B)(6)2013 to (B)(6)2018 for irritable bowel syndrome as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 1998, fluoxetine hydrochloride (prozac), fluticasone, nsaids since (B)(6)2008 and paracetamol (acetaminophen) since (B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6)2008, the patient experienced pelvic pain ("physical pain/pelvic"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6)2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, uterine perforation, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration, perforation and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: essure device was successfully occluded. Right occlusion only.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received : events outcome updated and concomitant drug added. Event device ineffective clubbed with device dislocation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device ¿ location: peritoneal cavity'), uterine perforation ('uterine perforation') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube is not occluded." In (B)(6) 2008. The patient's medical history included back discomfort and dysuria. Previously administered products included for an unreported indication: cipro. Concurrent conditions included menstruation frequent, right lower quadrant pain, headache, irritable bowel syndrome and diarrhea. Concomitant products included omeprazole from (B)(6) 2013 to (B)(6) 2018 for gerd, dicycloverine (dicyclomine) from (B)(6) 2013 to (B)(6) 2018 for irritable bowel syndrome as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 1998, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, abdominal pain, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration, perforation and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Right occlusion only. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, anxiety. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, nausea, dysmenorrhea (cramping), fatigue, weight gain. Previously reported event-psychological trauma updated to event-depression. Reporter information, medical history, concomitant drug, events outcomes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device ¿ location: peritoneal cavity'), uterine perforation ('uterine perforation') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 626508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube is not occluded." In (B)(6) 2008. The patient's medical history included back discomfort and dysuria. Previously administered products included for an unreported indication: cipro. Concurrent conditions included menstruation frequent, right lower quadrant pain, headache, irritable bowel syndrome and diarrhea. Concomitant products included omeprazole from 15(B)(6) 2013 to (B)(6) 2018 for gerd, dicycloverine (dicyclomine) from (B)(6) 2013 to (B)(6) 2018 for irritable bowel syndrome as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 1998, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, genital hemorrhage, abdominal pain, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital hemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration, perforation and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Right occlusion only. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration/ migration of essure device ¿ location: peritoneal cavity\left fallopian tube is not occluded.') And uterine perforation ('uterine perforation') in a 35-year-old female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back discomfort and dysuria. Previously administered products included for an unreported indication: cipro. Concurrent conditions included menstruation frequent, right lower quadrant pain, headache, irritable bowel syndrome and diarrhea. Concomitant products included omeprazole from (B)(6) 2013 to (B)(6) 2018 for gerd, dicycloverin (dicyclomine) from (B)(6) 2013 to (B)(6) 2018 for irritable bowel syndrome as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 1998, fluoxetine hydrochloride (prozac), fluticasone, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration, perforation and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Right occlusion only. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event added: fallopian tube perforation. Outcome for events pelvic pain, abdominal pain, menorrhagia, genital hemorrhage, vaginal hemorrhage and urinary tract infection was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.